Manufacturer narrative:
No pt injury has occurred following this incident.

Event description:
Customer reported on a bravo capsule which failed to detach from delivery system. The doctor broke the delivery handle and was able to retrieve the capsule by pulling the pull wire.